Event description:
The manufacturer received information alleging a "ventilator service required" alarm was observed. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code depicting an issue with the supercap or the charging unit was discovered in the device's event log. The device's system board was replaced to address the issue. Additionally, the software version was upgraded to 1.06.10.00 from 1.06.05.00.